Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The tbm stated that the dealer is alleging that they received the unit and while testing the unit on the front where the cannula connects to the unit it was so hot that you could not touch it and was wilting the cannula.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of an "overheating" cannula outlet barb on the irc5po2v was not confirmed. The barb surface temperature increased ~5° during operational testing, but the final temperature (~86° f) was only slightly above ambient temperature and likely not high enough to cause the cannula material to deflect. Further, there was no evidence that the internal segment of the concentrator's elastic cord impeded cooling fan rotation, which could otherwise have caused the device to operate at a higher temperature. Thus, no evidence could be produced to support the allegation that the barb heated to a temperature that would cause cannula deflection/deformation. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of an "overheating" cannula outlet barb on the irc5po2v was not confirmed. The barb surface temperature increased ~5 deg during operational testing, but the final temperature (~86 deg f) was only slightly above ambient temperature and likely not high enough to cause the cannula material to deflect. Further, there was no evidence that the internal segment of the concentrator's elastic cord impeded cooling fan rotation, which could otherwise have caused the device to operate at a higher temperature. Thus, no evidence could be produced to support the allegation that the barb heated to a temperature that would cause cannula deflection/deformation. The tbm stated that the dealer is alleging that they received the unit and while testing the unit on the front where the cannula connects to the unit it was so hot that you could not touch it and was wilting the cannula.